Manufacturer narrative:
This report is submitted on 28 april 2020.

Event description:
It was reported that the patient experienced a loss of osseointegration in 2008 (specific date not reported). The patient was re-implanted with a new device.